Event description:
It was reported that the patient received an insulin occlusion alert on the ilet during a meal announcement, resulting in only a partial meal dose; the patient was guided to disconnect and fill the tubing until drops were observed, and glucose was initially 225 mg/dl before returning to 176 mg/dl, with subsequent use without further occlusion alerts. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, while the event was characterized as a lack of effect with insufficient information about a specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.